Event description:
It was reported that during a da vinci hysterectomy procedure, a cable snapped on the mega needle driver instrument and a piece fell into the patient. The cable fragment was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. On (B)(4) 2014, additional information was received from the intuitive surgical inc. (Isi) representative who was present during the surgical procedure. The isi representative indicated that the fragment was passed from a robotic instrument to the assistant for removal. The instrument had been inspected prior to use and was used for approximately 20 minutes before the cable broke. The surgeon was closing the vaginal cuff through the anterior portion at the time of the event. The surgeon suspected that the cable broke after being under unusual force. There were several instrument collisions, according to the isi representative. The isi representative denied any x-rays were performed as a result of the reported event. There has been no report of the patient experiencing any intra-operative or post-operative complications.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. Based on the information provided, this complaint is being reported due to the following conclusion: the cable of the mega needle driver instrument broke and a piece fell into the patient. Per the information provided, the cable fragment was retrieved.